Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma/rebleeding experienced postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been patient activity postoperatively contributing to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea) / hazard based risk table (hbrt).

Event description:
The user facility reported that after cag, the angio-seal device was used for hemostasis as usual. The black compaction marker was exposed, and no bleeding was noted even though the tension was released. As no dimple was noted, the suture was cut, and the puncture site was re-disinfected and protected with gauze. The patient was then returned to the patient's room. Six hours later, rebleeding and a hematoma was noted at the puncture site. Hemostasis was achieved with one hour of manual compression and 12 minutes of ultrasound-guided compression. The patient's condition has been stable since the next day. The patient recovered. The blood loss is less than 250cc's. The reported event resulted in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. A CT was performed to diagnose the bleed. An ultrasound was performed to diagnose the bleed. Patient's pre-procedural condition-ami, hypertension medication: warfarin 2 mg/day, effient 3.75 physician's comment: according to the physician, the abdominal pressure applied during defecation could have been the cause, but the procedure was performed as usual, and it is doubtful that normal abdominal pressure would cause rebleeding. The physician had completed the training process on the device prior to this case. The procedure before deploying the device was cag. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.